Event description:
The customer was hospitalized for high blood sugars. The customer was treated with an IV drip. The customer stated that they did receive an alarm prior to being hospitalized, but did not change out the set. The doctor wanted troubleshooting done on the pump. Troubleshooting was performed and the pump passed tests.